Event description:
It was reported the patient was due to have his implantable neurostimulator (ins) replaced due to burning at the battery site when stimulation was turned on. It was noted impedance checks were all within normal range. Additional information received the next day noted the pain did go away after a while. No patient injury was reported and it was noted the patient fully recovered. Additional information received three days later reported the patient¿s pocket was sore every time he switched the ins on. The patient had to turn the device off within a couple of minutes due to the pain. The patient could turn stimulation down and the pain would be reduced but he had to get it down to around 1 v which was below his paresthesia threshold. The patient described the feeling like an open electrical connection/burning feeling. Additional information received the next day reported the patient was leaving his device off and was instructed to keep the manufacturer representative informed if this continued to occur. It was noted the patient¿s physician had been informed.

Manufacturer narrative:
(B)(4).